Manufacturer narrative:
Manufacturer's investigation conclusion: the event, of loss of external power event while using the mpu, was confirmed in the submitted log file. The customer submitted heartmate 3 lvas log files for review ¿ no specific issues were noted. Technical service reviewed the log file and noted a loss of external power event while operating on the mpu. Device build records were not reviewed. The serial number of the mobile power unit (mpu) was not reported. Set up and use of the mobile power unit (mpu) with the heartmate 3 lvas system are documented in the heartmate 3 lvas patient handbook and the heartmate 3 lvas IFU. Alarms and the proper actions to be taken if alarms cannot be resolved are documented in the heartmate 3 lvas patient handbook and the heartmate 3 lvas IFU. Specific warnings and cautions regarding the mpu's set up, the potential tripping hazards presented by the mpu patient cable and power cord, and the electrical outlet used (including location and accessibility) are given in both the heartmate 3 lvas patient handbook and the heartmate 3 lvas IFU. No further information was provided. The manufacturer is closing this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was in the clinic for a routine visit. A review of the log files noted multiple no external power alarms while the patient was on the mobile power unit (mpu) caused by power to the mpu being briefly interrupted. The account reported that the no external power alarms were due to patient error. The patient reported that he tried to "reach the kitchen at night" while connected to the mpu which "barely reaches". The account instructed the patient to switch to battery power if he needs to go to a room where his mpu does not easily reach. The patient verbalized understanding. The account reported that there appeared to be no issues with the patient's equipment.